Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
It was reported that the patient's chronic pain was "being handled and the patient shared with the physician that he did not want the pump any longer. The patient was told by the physician -there's nothing he can do about it - and "refused to do anything with it." The pump was then filled and the patient was told the "pump was going to die in three or four days because the computer said so." A week later the critical alarms started. This pump had stopped working now for two months and was reported to have reached end of service (eos) due to normal battery depletion, in (B)(6) 2012. As a result, the patient experienced severe narcotic withdrawal, craving, and "was not a good person." The patient preferred to have the pump removed as there was concern with a full reservoir if the pump were to malfunction that "he could die-have a complete overdose." The patient had other medical issues; "terminally I ll- a double lung transplant candidate" and reported thirteen operations in the past (some orthopedic related). Despite reported efforts, the patient could not find another physician to take the pump out and now requested further assistance. The patient was no longer being followed by his previous physicians, the reason was not disclosed. The patient was to have another hip replacement "in a month" and spoke with the physician and was told "they would not touch the pump." A request was made to have the alarms turned off. The patient went to the hospital to have this done and stated "they didn't want anything to do with me." Options were discussed on how to proceed; turn off the alarm and possibly remove the drug from the reservoir of this pump if it would not be explanted. This pump system delivered dilaudid and bupivacaine. It was later reported that this patient was non-compliant. The patient was seen and treated with oral methadone to prevent withdrawal. No hospitalization was required and there was no patient injury. In addition, the pump was programmed off on (B)(6) 201. The reservoir was evacuated on (B)(6) 2013 and at that time an attempt was made to access the catheter access port (cap) but aspiration was unsuccessful. The patient will be checked again in six weeks and approach another surgeon to determine the willingness to explant the pump. Of note, it was reported that the pump will electively be explanted and the catheters will be left in place, however it was not provided when this was to occur.

Manufacturer narrative:
(B)(4). Eval - conclusion will be updated/corrected for this event.